Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03210. Related manufacturer reference number: 2938836-2020-03211. It was reported that the system was explanted and replaced due to possible infection. Unknown cause of infection. The patient was stable before and after the procedure.

Manufacturer narrative:
Correction: section b5 should have been related manufacturer reference number: 2938836-2020-03216 rather than related manufacturer reference number: 2938836-2020-03210.

Event description:
Related manufacturer reference number: 2938836-2020-03211 and related manufacturer reference number: 2938836-2020-03216. It was reported that the system was explanted and replaced due to possible infection. Unknown cause of infection. The patient was stable before and after the procedure.